Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. It was found out of spec with respect to constant downstream occlusion alarms, which were not reproduced. The false alarms were confirmed through a review of the event history log. The current reading of the downstream sensor was found out of spec. The downstream sensor was calibrated to ensure proper occlusion detection.